Manufacturer narrative:
A getinge field service (fse) evaluated the unit for the reported malfunction. The fse replaced the helium high pressure regulator and conducted helium circuit leak test and functional tests. The fse carried out operational tests with positive results, and completed the repair. The fse then returned the unit to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check , the cardiosave intra-aortic balloon pump (iabp) unit has problems with helium cylinders. There was no patient involvement reported.